Event description:
Pt had a mynx vascular closure device placed subsequent to the removal of a 6 fr sheath s/p mesenteric artery stenting. Immediately post procedure, the pt was noted to have a decreased/absent left dp pulse -was there prior to procedure-, and coolness of the left foot. Pt then required a left leg angiogram and thrombectomy. The pt has extensive vascular disease, and physician suspects that the left cfa 6 fr sheath had showered cholesterol emboli distally. Post angio, there was some improvement of flow, but left foot remained cooler than the right foot. Surgical consult was obtained. It was felt that the foot was viable, and pt remained hospitalized for colon ischemia. Pt expired in 2009.